Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
No service requested by the customer. We have not received any parts, logs or any visuals. According to the information received from our fse (field service engineer), the source of the water into the air gas module was the water from the hospital's air source that led to the failed pre-use check as in the problem description. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The root cause is attributed to the faulty air supply in the hospital.

Event description:
Manufacturer ref.#: (B)(4).